Event description:
Customer reported going to the emergency room and was hospitalized in the intensive care unit with a blood glucose level of 350 mg/dl. Cause was unknown. Customer received intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified. While no pump issues were found, the customer had used supplies beyond the recommended duration and subsequently changed them. The customer was released on (B)(6) 2025. The customer reverted to an alternative method of insulin therapy.